Event description:
It was reported that an ilet user experienced a low glucose event while pairing a new dexcom g7 sensor and noted a period without cgm readings prior to the low; the user lacked fingerstick strips to confirm blood glucose. Investigation included complaint intake, product troubleshooting, and user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with contributing factors possibly including cgm startup and lack of fingerstick confirmation. There was no user reported clinical symptoms associated with hypoglycemia. Outcomes included the need for immediate self-treatment and monitoring, with the user trending upward and reporting a reading of 49 mg/dl by the end of the call. It was concluded that the event represents hypoglycemia with an undetermined device contribution and that appropriate education on hypoglycemia treatment and monitoring was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.